Event description:
It was reported the patient was upgraded to a biventricular device and the case was uneventful. As the physician was closing, "the patient apparently went into pulmonary edema, coded, and was unable to be resuscitated. There was no indication of perforation." The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was upgraded to a biventricular device and the case was uneventful. As the physician was closing, "the patient apparently went into pulmonary edema, coded, and was unable to be resuscitated. There was no indication of perforation." There is no allegation from a health care professional that the death was device related. Follow up revealed death certificate lists cause of death as chf due to cad due to atherosclerotic heart disease. Manner of death listed as natural. Autopsy reports "rapid decompensation suspect acute event triggered severe pulmonary edema" and clinical history and post-mortem exam are consistent with metastatic carcinoma diffusely involving the cardiopulmonary system. Reported bilateral pleural effusions; no pneumothorax or pulmonary embolism and the metastatic cancer was primary contributor to death. Post-mortem exam revealed pacing device components were present and in proper positions; no associated hemorrhage was identified.